Event description:
New information received noted that atrial lead dislodgement caused the lead to move freely in the atrium which caused atrial ectopy and rapid ventricular response.

Manufacturer narrative:
Correction: h6 codes for product not returned.

Event description:
It was reported that the patient presented for an unrelated cardiac procedure. During the procedure, the right atrial lead was found to be dislodged. The lead was explanted and replaced. The patient was in stable condition.